Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and found sensor cannula peeled back (retracted) outside on the sensor back also found sensor broken. Broken part still attached to tubing see attachment file for details. Unable to confirm needle anomaly due to cust did not return needle.

Event description:
Customer reported via phone call that upon removing introducer needle, cannula came off. Customer's blood glucose was not reported. Customer was advised that sensor would be replaced.